Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ping meter was giving an unspecified error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. . There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.